Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On approximately (B)(6) 2025, the patient passed out and an ambulance had to be called due to an unspecified malfunction. The patient declined to provide further information about the incident. At the time of the report the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.